Event description:
Surgeon is reporting a planned revision of corail stem unknown side because of loosening. There was no surgical delay. Doi: 2013 in another hospital. Dor (planned): (B)(6) 2021, right side. A competitor stem will be implanted.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned stem finds nothing outward that would suggest product error. The device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the analysis of the DHR of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.